Event description:
A physician reported the console stopped due to the irrigation pressure drop during cataract procedure and also the cassette tube was found bent. The procedure was completed and the cassette was replaced with another cataract product. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. It was reported that the console stopped due to irrigation pressure and the tubing was bent. A used fluidics management system (fms) was returned and was visually inspected. In the returned condition the administration line was bent 2.5 inches from the cassette insertion, which did not affect the functionality of the cassette. The sample was tested using an infiniti console. The fluidics management system (fms) primed and tuned with the ultrasonic handpiece, the 0.9-millimeter aspiration bypass system (abs) tip and infusion sleeve from lab stock successfully. Irrigation flow rates met specifications. The root cause of the customer's complaint could not be established; the returned sample functioned per specification. This complaint has been reviewed and it is determined that no further actions will be pursed at this time as the sample met specifications. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).